Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with no telemetry and no output. The device was cut open to find high current drain and the battery at depleted levels. Further analysis isolated the high current to hybrid. Additional testing of the hybrid showed that the cause of high current drain is consistent with failure of integrated circuit anomaly on the hybrid.

Event description:
It was reported that premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.